Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure type: gastric bypass. According to the reporter: the reload (B)(4) was loaded onto the device. The reload opened and closed fine. The reload was applied to the tissue and fired successfully. The device was removed and when the scrub tech tried to remove the reload, it appeared to be stuck. The materials manager tried to remove the reload, by holding down the unload button, but it was stuck. He then twisted it, and snapped the bottom portion (black part) of the reload. He said a small black piece of the reload snapped off, and seemed to be stuck in the adapter. The adapter will not accept another reload as you cannot push it all the way down. Current patient status fine. There was no unanticipated tissue loss. There was no unanticipated blood loss of 500 cc or more. Surgery time was not delayed by more than 30 minutes. The incision was not extended by more than one inch. No reinforcement material was used.